Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. This synergy xd 2.25 x 16mm was selected for a percutaneous coronary intervention procedure. The distal part of the stent was damaged while inside the patient. The procedure was completed with another device with no injury or adverse effect on the patient.

Manufacturer narrative:
Device is a combination product. Corrected: h3: device return to manufacturer? Changed from no to yes.

Event description:
It was reported that stent damage occurred. This synergy xd 2.25 x 16mm was selected for a percutaneous coronary intervention procedure. The distal part of the stent was damaged while inside the patient. The procedure was completed with another device with no injury or adverse effect on the patient.

Manufacturer narrative:
A visual examination of the stent found signs of stent damage. A stent strut from the 3rd strut row proximally from the distal end of the stent was lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues.

Event description:
It was reported that stent damage occurred. This synergy xd 2.25 x 16mm was selected for a percutaneous coronary intervention procedure. The distal part of the stent was damaged while inside the patient. The procedure was completed with another device with no injury or adverse effect on the patient.